Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device's active blade broke outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Event description:
Caller reported 70 mg/dl on the mobile meter and 40 mg/dl on aviva combo meter at the same time. Reported no adverse event relative to discrepancy. Strips lot unknown. A request was made for the return of the meter and strips, replacement sent.